Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3, h4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the device was found to be displaying a noisy image due to damage charge coupled device unit. However, a definitive root cause could not be established. It is likely the following led to the malfunction: physical stress applied to the imaging unit, resulting in its damage. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: 3.3 inspection of the endoscope. 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was intermittent image due to cord when using the bronchovideoscope. The issue occurred during preparation for use. There were no reports of patient involvement.